Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the bending rubber perforated, the light guide cable buckled, the bending rubber stretched, the lg prong deformed, the bending rubber dirty, the insertion flexible tube (ift) dirty, and the lg prong top loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).